Event description:
While using a lifting device to transfer pt, device & resident tipped over causing back wheel attachment to bend & weld to crack. Pt lowered to floor then lifted to bed manually. There was no sign or injury.